Event description:
It was reported that during an unknown procedure, the device could not fire completely at the first firing with green reload. About one third of the cut line and staple line were deployed. Changed another reload. The device fired completely, but a few staples were malformed. The device was discarded in the hospital. Only two reloads will be returned for analysis. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: mfg date 07/25/2013; exp date 6/25/2018. The analysis results showed that two ecr60g cartridge reloads were received. Cartridge (a) ecr60g, k5en0g was received partially fired 1/3 consistent with an incomplete or interrupted cycle. Cartridge (b) ecr60g, k5cp8k was received fully fired and in good visual conditions. No further functional testing could be performed due to the condition of the reloads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.